Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, a successful dft test could not be performed. The following day, the physician decided to reposition the lead towards the right ventricle apex. The reposition was successful and produced good electrical values. The lead remains implanted.